Event description:
Pt underwent a left total knee arthroplasty on 5/12/94. Post-operative pain was controlled with pca morphine, set at 1.5 ml dose, 10 ml/hr., 1 hr limit. After 3 hrs, nurse noted depressed respiratory status of pt and discontinued the pca pump. All 100 ml of morphine had infused. The pt was sent to ICU w/monitoring, and was reversed w/narcan. Biomedical eval of the pump revealed it had primed and delivered an injection and allowed the fluid to freeflow.